Event description:
The customer called to report unexplained high blood glucose levels, nausea and vomiting. The customer was not feeling well at the time of the call, and could not find his glucose meter to check his blood glucose. The customer stated that the paramedics would be called or the customer would be taken to urgent care. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.